Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 209 mg/dl and the ketone level was large. The contact did not know the cause of the event. No issues were observed with the pump supplies. The customer was vomiting and due to going into diabetic ketoacidosis (dka), the customer was taken to the emergency room and was admitted to the hospital. The customer was treated with an insulin drip. The customer was discharged the next day with the bg and dka resolved.